Manufacturer narrative:
The device was evaluated and found to be within specification.

Manufacturer narrative:
A causality between ringing and implant is not proven but cannot be ruled out, however, the probability is very low and the ringing is most likely reversible. This event is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available. Revocation of exemption (asr) # e1997021 and e1997026. Report late due to asr to individual reporting transition.

Event description:
According to the available information, a (B)(6) year-old female patient received an osseospeed tx 5.0s 11 mm on (B)(6) 2019 in region 31 (fdi # 47). After implant insertion the patient reported a constant ringing in her right ear. The implant was removed on (B)(6) 2019 and at the follow up on (B)(6) 2019 the ringing was still there. The available x-ray show the situation after implant insertion and the implant was placed very close to the distal root of tooth 30. No other patient information is currently available.